Event description:
Caller reported a cartridge alarm, which did not adversely impact their blood glucose level. The issue did not occur during the load process, and it was confirmed that cartridge alarms happened with consecutive cartridges. As a corrective action, the pump is to be replaced by technical support. The caller requested replacement cartridges, and replacement gw orders will be sent. Technical support provided instructions to put the pump into storage mode, return the problematic pump to tandem using a pre-paid label, and advised the caller on programming settings and connecting their cgm to the replacement pump. The caller understood these instructions and acknowledged them. Customer reverted to an alternative method of insulin therapy.